Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: misaligned scale between 0 and 5 part.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: misaligned scale between 0 and 5 part.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 29g x 12.7mm, 0.5ml bd insulin syringes (used). Consumer reported misaligned scale between 0 and 5 part. All 3 returned samples were examined and tested using a 0.5ml plug gauge: 2 out of the 3 syringes failed. Unable to perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 25jun2019, holdrege received 3 loose 0.5ml, 29ga, 12.7mm bd insulin syringes from material 326666. The batch number is unknown. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringes found that the scale lines were located at different distances from the barrel tip. The syringe shows the scale line in the proper location with the use of the plug gauge per tp700264. The 2 other syringes show the 5 scale line not aligned within the recessed area of the plug gauge. Per qc700450, if accuracy of scale location is questionable, volumetric testing is to be performed. All three syringes had volumetric testing performed per tp700119. Volumes are measured at the 20 and 50 scale lines. The spec range at the 20 is 0.1881-0.2110g. The spec range at the 50 is 0.4739-0.5238g. All three syringes passed volumetric testing and are within specification." Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.